Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification was received after filling a cartridge with 300 units of insulin. Due to the minimum fill issue, the customer experienced a blood glucose (bg) level ranging between 300-492 mg/dl and large ketones resulting in an emergency room (ER) visit. While in the ER, the customer received treatment in the form of intravenously delivered insulin. The customer's bg level was 200 mg/dl after treatment. Reportedly, the customer reverted to manual injections for insulin therapy.

Event description:
Due to the minimum fill issue and the inability to subsequently control customer's bg with manual injections, the customer experienced a blood glucose (bg) level ranging between 390-492 mg/dl and large ketones, resulting in an emergency room (ER) visit the following day.